Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was unable to communicate with the ipg using the charging sys. A replacement charging sys was sent to the pt. Follow up identified the sjm rep met with the pt and confirmed the ipg would not communicate with the external devices. It was reported the pt was to be scheduled for surgical intervention to replace the ipg.